Event description:
It was reported that patient presented to the hospital after receiving appropriate therapy multiple times for vf/vt episodes. Upon review, delayed charge time was observed. The issue was resolved upon waiting and re-interrogation of the device. Twenty four hours after multiple therapies were delivered, the charge time was satisfactory. Patient is in stable condition.